Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller self-test not functioning consistently was not confirmed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues. During testing, the system controller self-test was performed multiple times and the controller passed each time without any issues. The downloaded system controller event log file contained approximately 3 days of data (26jun2023 ¿ 29jun2023 per the timestamp), and the downloaded system controller periodic log file contained approximately 10 days of data (19jun2023 ¿ 29jun2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The driveline was disconnected on 29jun2023 at 16:42:30 to exchange the system controller. No atypical alarms were observed in the log files. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10feb2020. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ explain how to properly perform a system controller self-test, and state to press and hold the battery gauge button for five seconds. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was consistently unable to self-test. The patient went to the clinic, and upon arrival the clinicians performed a self-test on the system controller, and it functioned as intended. The system controller was exchanged to prevent the issue from re-occurring.